Event description:
A physician reported a pt who was originally skin tested on 3 june 1998 on the left forearm. The pt reported the same night she developed a red, raised, "itchy" rash on her arms and legs. The pt denied symptoms at the test site. The pt reported these symptoms lasted less than 24 hrs. On 5 june 1998, the pt reported the recurrence of the symptoms; a red, raised, "itchy", swollen rash on her arms and legs. The physician prescribed claritin for the symptoms, but had not examined the pt. The physician believed this urticaria was possibly a hypersensitivity to the lidocaine contained in the collagen skin test. No further med or surgical intervention was planned.